Manufacturer narrative:
(B)(4). Additional information requested and received: response from affiliate: was buttressing material used? No. Were clips used in surgical procedure prior to this firing? No. How far off of the pylorus was the device fired? 10cm far off pylorus patient bmi/gender? (B)(6)/ female. Can you confirm that the device will be returned for analysis? Yes, we returned device to our quality dept. What is the current patient status? Stable.

Manufacturer narrative:
(B)(4). After receipt of additional information, the file has been upgraded to a serious injury. Additional information was requested and the following was obtained: how much blood was lost (ml)? Between 360-400 ml did the patient require a transfusion? Yes was there any patient consequence as a result of the procedure being prolonged for one hour? Hypotension, blood transfusion. Was the drain placement part of the surgeon¿s normal practice? No, it¿s not part of their regular procedure. Was the patient¿s hospital stay extended due to the event/drain placement? Yes if yes, how long was the hospital stay extended? Patient had to stay for 5 days. According to their regular procedure, patients usually stay for 48 hrs. Were there any other patient consequences or changes in the post-operative care of the patient as a result of the event? No. What is the current status of the patient? Right now, patient is stable, and hasn¿t reported any issue. On which firing did this event occur (1st, 2nd, 12th, etc.)? 2nd firing. Was buttressing material used? No were clips used in surgical procedure prior to this firing? No how far off of the pylorus was the device fired? 10 cm far off pylorus what is the current patient status? Stable photographic analysis: pictures one to four show a green cartridge with the batch number (B)(4), the reload can be appreciated damaged on the inner part just on the middle; most of the drivers are visible. In addition, protruding staples can be seen. Pictures five, six and seven show different tyveks, one with the lot number l4f56h, expiration date 08-2019, other with lot number n4lf8t, expiration date 03-31-2021, and the last one with lot number (B)(4), expiration date 04-31-2021. Based on the photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric sleeve procedure, there was a stapling failure with a green recharge; it was made the closure with manual suture. In view of the fact that the stapling line was not closed, the surgeon had to perform a manual suture in the staple failure area. Patient presented abundant bleeding; drainage was left, at the moment of observation. Procedure was prolonged by one hour.

Manufacturer narrative:
(B)(4). Batch # n54a02. The analysis found that one ple60a device was returned with no apparent damage and with no cartridge loaded on the device. One ecr60g cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/2. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.